Manufacturer narrative:
D10: concomitant products: truliant tib fit tray cem sz 3f / 2t (cat# 02-022-45-3020 / serial# (B)(6). Truliant tib imp ps insert sz 3 9mm (cat# 02-022-35-3009 / serial# (B)(6). Advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6). H3: the reason for the revisions reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation.

Event description:
As reported, approximately 4.5 years post initial bilateral tka, the 55 y/o female patient complained of pain. Patient had a left knee revision due to recalled poly and loose femur. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due to hospital will not release recalled implants. Right knee revision reported under MDR # 1038671-2023-01973.

Manufacturer narrative:
Report number: 1038671-2023-01990. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revisions reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.